Event description:
It was reported that during the surgery to replace the pt's generator as noted in MFR report # 1644487-2010-02439, the pt's generator was disabled by electrocautery. The surgeon was advised on the precautions concerning the use of electrocautery during implant surgery. The disabled generator has been returned and is currently undergoing analysis.